Event description:
Complainant alleged that the medics were attempting to monitor a 41 year old male patient with chest pains, but the device screen displayed a "status 56" error message. The medics were able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the malfunction.